Event description:
It was reported via edwards clinical affairs that a patient with an implanted edwards aortic bioprosthetic valve was diagnosed with sever aortic stenosis and considered to undergo a minimally invasive implantation of a transcatheter valve inside the stenotic subject device (viv procedure) after an implant duration of approximately 5 years. It was then learned that the patient was not qualified to undergo the viv procedure. No further information was provided regarding the type of intervention planned.

Manufacturer narrative:
Additional manufacturer narrative: stenosis of an bioprosthetic valves is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported severe stenosis cannot be identified or evaluated. Stenosis may be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction. The device serial and model numbers were not provided and could not be located, therefore a manufacturing review was not completed. The report indicates no information to suggest a device quality deficiency that may have caused or contributed to this event.